Event description:
A homechoice machine was received for a pt who had dropped out of peritoneal dialysis. The rationale for ending pd therapy is listed as peritonitis. Hp's nurse stated she did not have time to retrieve the pt's file but would tell what she remembered from the hp's pertionitis episode. Hp's nurse did not remember if the hp was hospitalized, but that he did recover from the peritonitis. The pt was non-compliant, as the hp appeared intoxicated at the pd facility and later at hd facility, as the pt has since transferred to hd. Hp's nurse also stated that the hp took a trip to another country right after pd training, even though it was recommended by the hp's nurse that the hp should not go. Hp's nurse believed the suspected root cause of the peritonitis was pt self-contamination.